Manufacturer narrative:
(B)(4). Teleflex contacted the customer for additional information. Alleged defect reported to have occurred during use. There was no harm to the patient reported. The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is on-going.

Event description:
Customer complaint alleges "the unit no longer produces any heat."

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the power switch did illuminate when turned on, but the unit did not generate heat. Evaluation revealed that heater's circuit board was at fault. The component was inspected and did not present any visible defect, and DHR shows that the heater was operable and within specifications at the time of release. This is a random component failure, which is not often seen in this units, especially at this age (138 days approximately). The circuit board assembly was replaced and the heater was retested as per procedure and found to meet specifications.

Event description:
Customer complaint alleges "the unit no longer produces any heat."